Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be not be confirmed, since the need for a revision could not be confirmed based on the received CT-scans. The complaint was forwarded to medical affairs for review with following result: "the CT-scan shows some posterior subsidence of the tibial component and some small cyst formation anterior. The talar component is difficult to assess because of image artifacts, yet some cysts are likely to be seen under the component. On this CT-scan neither component shows obvious loosening. A plain x-ray could provide more detailed information on this. The same holds true for the lack of clinical information. That¿s the reason why the root cause/indication for this revision cannot be assessed. The implant as such looks in order." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.